Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. Power on reset (por) was reported on the programmer and patient's therapy had stopped. The caller did not have access to the patient at the time of the call due to the patient being part of the va, and their requirements/restrictions, the patient could not be seen until he had an appointment and that was on (B)(6) at 10am. The warning message could not be cleared with the programmer. Patient was reminded to keep the battery charged. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative(rep) on 2019-feb-13. The rep indicated that the first power on reset (por) was on (B)(6) 2018 which conflicts with previously reported information that was originally reported on 2018-may-09. The por occurred without there being an overdischarge. The assumption was that this was possibly emi. No further complications were reported/are anticipated.